Event description:
In dec 2003, the pt called the nurse and stated they had a disconnect last night. They woke up and the bed was soaked. They said that the mini-cap was left on, but the blue part had come away. They had to change their bedding and clothes. They changed the mini-cap. Antibiotics were not administered by the nurse as they had a closed system. Additional information received from baxter indicates that the pt noted the disconnection during a fill cycle. The pt did indicate that the connection felt secure initially, but then seemed to become disconnected during therapy. The lineo cap was secure on pt transfer set no open contamination to pt. Inconvenienced with wet bed. No pt injury or medical intervention was associated iwth this incident per baxter.